Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A stingray lp catheter was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm. The device was simply removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was good post procedure.